Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a connection issue with two capd disconnect y-sets. It was further reported the sets were "loose", "would not tighten", and "would not turn" while attempting to disconnect. The patient presented to the pd clinic to ¿get a new bag after the first time this occurred, and the same thing happened again¿ resulting in peritonitis. It was reported the patient was not hospitalized for the event. Treatment, patient outcome and action with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Actual device was not available; however, one companion sample was received for evaluation (lot number h23b09109). Visual inspection by naked eye, did not identify any abnormalities that could have contributed to the reported condition. Functional testing, clear passage and under water pressure testing were performed. The companion samples were determined to meet functional performance specification requirements. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.